Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Device malfunction was not suspected. The patient was reportedly doing well. The explanted device was not returned to bsn.

Event description:
A report was received that the charging capacity of the patient&#38112;ipg had been decreasing. The patient was experiencing frequent charging of the battery. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4). Date of event: 2015.

Event description:
A report was received that the charging capacity of the patient's ipg had been decreasing. The patient was experiencing frequent charging of the battery. The patient will undergo an ipg replacement procedure.